Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 500 mg/dl. The customer¿s blood glucose level was 300 mg/dl. The customer attempted to bolus to treat her blood glucose, but, plans on doing a manual injection next. The customer declined troubleshoot for high blood glucose, bent cannula and blood at site. The insulin pump will not be returned for analysis.